Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the device underdetected ventricular tachycardia (vt) that was slower than the vt detection zone. When the patient's rate sped up, the device designated the vt as supraventricular tachycardia and failed to detect. Reprogramming was performed and the device remains in use. No patient complications have been reported as a result of this event.